Event description:
It was reported that a pump under infused famotidine to a pt. The infusion was programmed to deliver 50ml at a rate of 200ml/hr. When the pump alarmed for infusion complete, 20ml of fluid was observed in the IV container.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be complete. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.